Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, wear abrasion. ¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, d9, e1, h3, h6

Event description:
Healthcare professional reported right side device rupture diagnosed with MRI. The device has been explanted.

Event description:
Healthcare professional reported, right side device rupture. Diagnosed with MRI. The device has been explanted.

Manufacturer narrative:
Continued e.1:. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.